Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged below the annulus and into the left ventricular outflow tract (lvot) and impinged on the mitral valve leaflet. Two days later, the valve was surgically removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was in a hospital specimen jar, without solution. The valve was discolored and appeared dehydrated. All leaflets were stiff and marginally pliable. All leaflets were in the closed position with a gap at the point of coaptation. All commissures were intact. Remnants of host tissue were observed on the outflow frame. There was no evidence of distortion or damage to the frame. Conclusion: analysis of the returned valve found it was returned without solution in a jar. The valve was discolored and dehydrated due to not being returned in solution. All leaflets were stiff. There were remnants of host tissue observed on the outflow frame section of the valve. There is no evidence of frame distortion. The dehydrated condition the valve was received in prevents any additional functional testing. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, or compliance of the aorta and native vessels. It is unknown if the report of heavy calcification played a role in the reported valve dislodgement. Mitral interaction can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself. The root cause of this event cannot be determined with the information available. This event does not indicate device misuse or malfunction. Updated: d9, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.